Manufacturer narrative:
(B)(4). The service engineer (se)inspected the device. The se replaced(gui) central processing unit (cpu) printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient circuit set up an, 840 ventilator generated a graphic user interface (gui) inoperable. There was no patient involvement.